Event description:
It was reported that (1) sw100 was used during a lap nissen fundoplication procedure. It was reported by the rep that the suture would not tighten around the needle to hold it in place while pulling the needle through the suture loop. Opened device to complete the case. There was no consequence to pt.